Event description:
Tech alleged right siderail will not latch. No injury reported.

Manufacturer narrative:
Tech found fluid in the siderail. He disassembled and reassembled spring latch and cleaned to remove sticky fluid. This resolved the issue.